Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-13285. It was reported that the patients left ventricular lead was exhibiting loss of capture, x-ray revealed the lead was dislodged due to patient anatomy. The lead was explanted and replaced on (B)(6) 2019. The new lv lead also exhibited loss of capture and was confirmed to be dislodged through x-ray. Physician elected to explant the lead and replaced it with epicardial leads on (B)(6) 2019 instead, due to patient¿s difficult anatomy. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.